Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: 457453 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency department. A lead integrity alert (lia) was triggered due to a high sensing integrity counter (sic), high rate non-sustained tachycardia episodes, and low pacing impedance on the right ventricular (rv) lead. There was also possible lead noise/artifact noted. The lead remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was partially explanted and replaced as the lead broke during the laser lead extraction procedure. The distal portion remains in the body.